Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the pump was able to be charged with different charging supplies. In addition, the customer received an inaccurate fill estimate. After reloading the same cartridge, the customer received an accurate fill estimate. Tandem technical support reviewed pump data which showed that the customer only filled the cartridge with 49 units, explaining why the insulin gauge was showing 50 units. Pump data also showed that another cartridge was filled with 110 units and the insulin gauge accurately reflected this fill estimate. Customer maintained that the insulin gauge was inaccurate after the first fill. There was no reported impact to the customer's blood glucose.